Event description:
A customer reported that a laser system had no energy before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the core module to resolve the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on july 17, 1996. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the normal wear and tear of the core module. (B)(4).